Event description:
It was reported that during a sigmoidectomy the device could not be released. The device pulled out with pt's tissue attached in the jaw. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.